Manufacturer narrative:
The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. Log file analysis review date: 11/03/2015. Normal power consumption. Additional notes: 1 power disconnect alarm was logged on (B)(6) 2015 at 08:11:43. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was stated by the site that the patient's controller had a power-up and associated motor start logged on the log files on (B)(6) 2015 at 1:56, indicating that both power sources were disconnected from the controller. Also the internal "double disconnect' alarm failed to sound. The patient stated that he did not disconnect both power sources. Both batteries were replaced by the site. It was also stated that there was no effect on the patient. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Additional information received: it was stated that the patient denied any symptoms due to the event. Also patient stated they were not aware of the event and there were no alarms that they heard associated with the event. Event was captured on the log file findings. Patient denies any damage to the controller and has stated that they are well. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
One controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed a controller power-up and associated motor start logged on october 28, 2015, indicative that both power sources were disconnected. In addition, log analysis also revealed spurious values for the saw filter during the usage of battery bat204107 and occurrences of premature switching events prior to the 25% threshold involving battery bat204177. These premature switching events and spurious saw values were most likely caused by a communication error between the controller and batteries. This observation is considered not related to the reported event. The most likely root cause of the reported event cannot be conclusively determined since the controller was not evaluated. Bat204107 - battery / catalog number 1650de / expiration date 01-31-2016; (B)(4). Bat204177 - battery / catalog number 1650de / expiration date 01-31-2016; (B)(4). Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.